Event description:
We have been concerned that the emr and its inclusive electronic ordering and e-mar - medication administration - creates innumerable impediments to safe and efficient care and communication. In this case, an anesthesiologist had trouble placing an endotracheal tube during an elective intubation for a procedure. Thus, the pt was given a diagnosis of "difficult intubation." The pt was extubated after the procedure, but developed respiratory distress, which should have been predictable based on chest radiograph which was either not linked to the emr or was not accessed and evaluated because there was not any notification that it was ready for viewing, nor was there any notification that it had been evaluated by a radiologist. When the need to reintubate the pt became urgent, the acute care team was not aware of the diagnosis "difficult intubation", and was not prepared for the difficulty. The emr was to have provided that critical diagnosis as a highlighted warning at the top of the screens. It failed to do so. There were no other warnings. In the mayhem that followed due to the defective emr and failed communication so associated, and the lack of preparedness, the pt suffered respiratory failure, respiratory and cardiac arrest, anoxic brain injury, and death.